Event description:
Philips received a complaint by the customer on the v60 indicating that the check mark button was not responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report an inability to access the service mode--the check mark button was not responding to touch. The remote service engineer (rse) informed the customer that the manufacturer recommendation is to replace the switch printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement switch pcba for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the bme installed the replacement switch pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. Per good faith effort (gfe) response, the bme installed the replacement switch pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. Additionally, the bme stated that the defective switch pcba was returned to respironics for further investigation. If additional information is received, the complaint file will be reopened.